Event description:
It was reported that log files were reviewed for a patient with a newly found extrinsic outflow graft obstruction (eogo). Estimated flow was averaging from 3.9 to 5.9 and calculated pi was averaging from 1.8 to 6.0. Otherwise, the log files captured routine events, there were no notable alarm conditions or parameter changes. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.